Manufacturer narrative:
The user experienced hyperglycemia requiring emergency medical intervention while using the ilet. This situation can result in acute metabolic decompensation requiring treatment. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed that insulin delivery was suspended due to lack of cgm input following sensor expiration, resulting in prolonged absence of insulin delivery and subsequent hyperglycemia. The reported circumstances indicate the user did not recognize or respond to device alerts and did not enter bg values, leading to continued suspension of insulin dosing. Based on available information, the event was attributed to use-related factors and not device malfunction. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 10-sep-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia (bg >600 mg/dl) requiring emergency room treatment after insulin delivery was interrupted. The user was treated with insulin and IV fluids and released the same day. The user recovered and resumed therapy.